Event description:
It was previously reported that the ipg was inoperable; however, additional information was obtained which revealed this is incorrect. Stimulation was previously off because the patient had their ipg set to MRI mode. The patient controller was able to connect to the ipg without issue and exit MRI mode. Therapy was restored.

Manufacturer narrative:
Event description & coding corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patent has undergone several unrelated medical procedures, subsequently the ipg has been unable to communicate with external devices. Surgical intervention may take place in the future to address the issue.